Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, a spyscope ds device was used with an ehl probe to treat pancreatic duct stones. One ehl probe was used until it no longer fired, and a second ehl probe was passed down the same spyscope ds device. When the probe was passed through the catheter, the physician noticed that the working channel sleeve protruded. The physician removed the spyscope ds from the patient. Reportedly, no part of the spyscope ds device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.